Manufacturer narrative:
Abbott technical customer service recommended the customer perform as needed procedure 6052 wash cuvettes as well as replace and calibrate the sample and reagent probes. The customer adjusted the loose r1 pipettor cover, cleaned the cuvette washer nozzles with stylet, and performed the probe wash procedure. No further discrepant results were observed. A review of the architect (B)(4) service history did not identify any contributing factors on or around the date of the complaint. There was no subsequent contact from the customer regarding erratic/discrepant results. Customer complaint data was reviewed and no adverse trends were identified for the architect c8000 analyzer. The architect system operations manual was reviewed and was found to adequately address the issue. Based on the available information no product deficiency of the architect c8000 analyzer was identified.

Event description:
The customer stated that discrepant magnesium results were generated and questioned by the physician. Patient 1: an initial result of > 8.0 mg/dl was generated. The sample was repeated and a result of 2.0 mg/dl was generated. Patient 2: an initial result of > 9.5 mg/dl was generated. The sample was repeated and a result of 2.0 mg/dl was generated. Patient 4: an initial result of < 0.6 mg/dl was generated. The sample was repeated and a result of 2.0 mg/dl was generated. There was no report of impact to patient management.